Manufacturer narrative:
Product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2010, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider (hcp). The hcp reported it was not determined what caused the inability to fully aspirate the catheter. The hcp suspected a kink in the proximal tubing. The patient was taken to the operating room and the proximal catheter was replaced by the surgeon. It was unknown if the issue had resolved.

Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial#: (B)(4), product type: catheter. Other relevant device(s) are: product ID: 8709sc, serial/lot #: (B)(4), ubd: 04-jun-2012, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient who was receiving 2000 mcg/ml baclofen at 183 mcg/day via an implantable infusion pump for intractable spasticity. It was reported that the patient experienced an increase in spasticity. The patient was administered a bolus which was effective but did not bring the patient back to baseline. A dye study was attempted on (B)(6) 2019 but the hcp had difficulty aspirating the catheter fully. It was reported that 0.1 ml was removed from the catheter. No further complications were reported.